Event description:
It was reported that the patient was scheduled for explant of the indirect superion decompression spacer (spacer) due to dislodgement, however, the physician was unsuccessful at removing the implant. The procedure was aborted, and the patient has been referred to a surgeon. Additional information was received that the date received by manufacturer was (B)(6) 2023.

Event description:
It was reported that the patient was scheduled for explant of the indirect superion decompression spacer (spacer) due to dislodgement, however, the physician was unsuccessful at removing the implant. The procedure was aborted, and the patient has been referred to a surgeon.